Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's shower at home, his system got wet, and patient required four days of pneumatic support, during which time the pump was dried out. The patient then began hearing grinding noises, and also had reports of power issues when bending over, most likely from kinking the outflow, resulting in need of power. During the patient's clinic visit, the hospital technicians confirmed these issues. The patient then began having increased dark dust coming out of his vent filter which was being changed every other day. Vent filter and waveforms were sent to the manufacturer and pump end of life was confirmed. The patient remained supported by the lvad at home, and was experiencing continuous brief periods of pump stoppage. The patient was then brought into the hospital for a scheduled pump exchange. During this time, the pump stopped and the patient was then put on pneumatic console, and stroke volume limiter until the pump was successfully exchanged a few days later.

Manufacturer narrative:
The device was successfully exchanged with another lvad, and the patient remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.